Manufacturer narrative:
Product event summary: analysis confirmed the reported stylus issue; the stylus was working correctly but there was a deviation between the stylus and the cursor on the screen (diagonal from the lower left to the upper right corner). The touchscreen (bezel) was worn. Analysis also confirmed the reported carrying arm issue; the upper and lower case handle was broken. Analysis found the cord bay left and right latch were broken. It was noted during final functional test, the common mode/wrist electrode test failed which is ECG (electrocardiogram) connector related. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the touch pen was broken. It was also reported a problem was seen on the carrying arm and the mechanical back cover. The programmer was returned for service. There was no patient involvement.